Event description:
It was reported that cartridge did not fully snap into pump while customer was using pump case. There was no reported impact to the customer¿s blood glucose level. Customer removed pump case, inspected pump and pneumatic tap area, removed loose o-ring, cleaned area as instructed, confirmed cartridge o-ring was in place and undamaged, and successfully reloaded original cartridge from pump load menu, after which insulin therapy was resumed successfully.